Manufacturer narrative:
Method - device not returned, follow up with representative.

Event description:
It was reported that a (B)(6) study patient underwent a kyphoplasty procedure on levels l4 and t7. A cement extravasation in the disc to levels t7 and t8 was noted. There were no patient complications. No additional information was reported.